Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 13-1033-149 on their 8100. Failure device type: failure problem type: failure mode: case resolution: error code does not re-appear once connected to systems maintenance. We were unable to flash the 8100 firmware. Recommended inspecting the internal components, mainly logic board, for corrosion or fluid ingress. If observed, replace affected parts. If overwhelming, recommended sending in for repair. Ended call.